Event description:
As the customer reported: the insert did not fixed in the acetabulum. According to the customer, the product size was smaller than the box description.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.